Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause for the reported incomplete coaptation appears to be challenging patient anatomy. The reported mitral valve insufficiency/ regurgitation appears to be a cascading event of the incomplete coaptation. Additionally, the reported patient effect of mitral valve insufficiency/ regurgitation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, medical intervention, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted restricted, tethered and short posterior leaflet with thick anterior prolapse and mitral annular calcification. The clip delivery system (cds) was advanced to the mitral valve, and one clip was deployed, reducing mr to 1. The procedure had ended at this point. However, in the final transesophageal echocardiogram (tee) assessment, prior to pulling probe, it was noticed some mobility of the clip. It was determined that the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The physician stated that the slda was due to pre-existing patient anatomy. The patient remained hospitalized a little longer as the transseptal puncture was re-performed and two clips were deployed to stabilize the slda. Two additional clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.